Event description:
It was reported to resmed that an astral device displayed error messages (sf143 and sf200) indicating failure to start ventilation and low blower temperature reading respectively. There was no patient harm or a serious injury reported as a result of this incident.

Manufacturer narrative:
Based on all available evidence, an investigation determined that the reported complaint was due to water damage to the pneumatic block. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. Visual inspection of the pneumatic block revealed water. The pneumatic block was replaced to address this issue. The device was serviced and fully tested before it was returned to the customer. (B)(4). Pending evaluation.

Event description:
It was reported to resmed that an astral device displayed error messages (sf143 and sf200) indicating failure to start ventilation and low blower temperature reading respectively. There was no patient harm or a serious injury reported as a result of this incident.